Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited cassette not attached properly when there is not a cassette. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 19-sept-2022 via email attached in complaint object: all referenced complaints were found during testing. No patients were involved or effected. H6: event problem and evaluation codes: updates not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction: d4: model number 2120: catalogue number: 21-2120-0104-01.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. The device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to a previous repair. Visual inspection of the device found the tamper seal intact. There was evidence of the error found in the event history log multiple times. The customer reported problem was not verified/duplicated at power up. Performing functional tests, it was found that the downstream sensor was functioning as intended. However, due to alarms found in the ehl, it was recommended replacing both the downstream sensor and upstream sensor as preventative measure. The investigation was unable to determine the cause of the reported problem, as no issues were found with the dso sensor. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.